Manufacturer narrative:
Health effect impact code: f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a rupture . This relates to the left side . Device has been explanted and replaced.

Event description:
Healthcare professional reported a rupture. This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.